Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The five additional proglide devices mentioned are being filed under separate manufacturer report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices, using a pre-close technique, via an 8f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the proglide devices did not deploy properly. The sutures of two additional proglide devices were successfully preplaced at the left common femoral artery using the pre-close technique. The sutures of two proglide devices were successfully preplaced at the right common femoral artery. The sheaths were upsized to 12f on the left side and 18f on the right side and the aaa procedure was completed. The knots of the successfully preplaced sutures were advanced at both common femoral arteries; there was still some bleeding on both sides. Manual arterial compression was applied at both common femoral arteries to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.